Manufacturer narrative:
(B)(6) occupation: unknown. Investigation - evaluation. A review of documentation including the complaint history, instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One used device with the wire guide within the guiding catheter and blue rhino dilator was returned for evaluation. The dilator had passed over the safety ridge of the guiding catheter and was able to be removed with force. The inner diameter of the dilator was measured and was found to be within specifications. The safety ridge of the guiding catheter was out of round and appeared to be damaged. It is likely that this damage was caused by the use of the device. There is no evidence to suggest that the device was not manufactured to specifications and no evidence of procedural error. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient controls are in place to detect this failure mode prior to release. The design history file shows that there are risk controls in place to address this failure mode. A review of the device history record could not be completed, as the lot information was not provided by the facility. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use to properly align the dilator on the wire guide/guiding catheter assembly, position the proximal end of the dilator at the single positioning mark on the guiding catheter. This will ensure that the distal tip of the dilator properly positioned at the safety ridge on the guiding catheter to prevent possible trauma to the posterior tracheal wall during introduction. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that the dilator of the ciaglia blue rhino percutaneous tracheostomy introducer set with shiley passed over the safety ridge of the white guiding catheter during a percutaneous tracheostomy procedure. After the physician introduced the blue rhino dilator with the white guiding catheter into the trachea, dilatation was completed. When the physician tried to remove the dilator from the guiding catheter and the wire guide, it was unable to be removed. It was decided to remove the dilator, catheter and wire guide together as a unit. Upon removal, it was noted that the dilator had slipped past the safety ridge of the guiding catheter. The goal of the safety ridge of the guiding catheter is to stop the advancement of the blue rhino dilator. Although the dilator had passed over the safety ridge of the catheter, the physician decided to finish the percutaneous tracheostomy procedure. The procedure was completed successfully. It was later reported that the dilator was removed prior to the removal of the wire guide. Two dilators were used during the procedure, a 14fr and blue rhino. Bronchoscopy was not used during the placement of the device. As reported, the patient did not experience any adverse effects due to this occurrence.